Event description:
Customer reported that she had low blood glucose of 38 mg/dl. Customer stated she treated for the low blood glucose and is not worried about troubleshooting. Customer also reported a broken belt clip. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.